Event description:
[Redacted]-piv needle very difficult to retract out of tubing. Discarded piv before poking patient, used new piv set. Lot 4269144. [Redacted]- ivt poked patient w/ 20ga IV. However, unable to pull the metal needle out of the IV device. Ivt had to remove both needle and catheter from patient and restart IV. 20ga x 1.25 in (1.1x32mm) lot. #42669144 exp 2027-08-31 manufactured 2024-09-01 (B)(4) ref: 383517. [Redacted]- IV starting leaking blood at the hub of the catheter when placing the IV. [Redacted]- the needle was difficult to retract from the hub of the IV. Was a bad IV, a new IV was placed in the patient piv needle very difficult to retract out of tubing. Discarded piv before poking patient. [Redacted]- 18g piv rac inserted but started to leak out of the back behind the green wings. Lot 4235516. Patient had to be poked a second time. [Redacted]- 18g IV placed successfully and blood poured out from catheter at place where needle is retracted from. Patient had to be punctured again for contrast scan. All IV tubing sent back to mfg. Manufacturer response for catheter, intravascular, therapeutic, short-term less than 30 days, bd nexiva (per site reporter). They told us they found mfg. Defect. Manufacturer response for catheter, intravascular, therapeutic, short-term less than 30 days, bd nexiva (per site reporter). They tested the tubing and said it was mfg. Defect.

Event description:
[Redacted]-piv needle very difficult to retract out of tubing. Discarded piv before poking patient, used new piv set. Lot 4269144 [redacted]- ivt poked patient w/ 20ga IV. However, unable to pull the metal needle out of the IV device. Ivt had to remove both needle and catheter from patient and restart IV. 20ga x 1.25 in (1.1x32mm) lot #(B)(4) exp 2027-08-31 manufactured 2024-09-01 (01)00382903835171 ref: (B)(4) [redacted]- IV starting leaking blood at the hub of the catheter when placing the IV. [Redacted]- the needle was difficult to retract from the hub of the IV. Was a bad IV, a new IV was placed in the pt piv needle very difficult to retract out of tubing. Discarded piv before poking patient, [redacted]- 18g piv rac inserted but started to leak out of the back behind the green winds. Lot 4235516. Patient had to be poked a second time. [Redacted]- 18g IV placed successfully and blood poured out from catheter at place where needle is retracted from. Pt had to be punctured again for contrast scan. All IV tubing sent back to mfg. Manufacturer response for catheter, intravascular, therapeutic, short-term less than 30 days, bd nexiva (per site reporter), they told us they found mfg. Defect. Manufacturer response for catheter, intravascular, therapeutic, short-term less than 30 days, bd nexiva (per site reporter). They tested the tubing and said it was mfg. Defect.